Event description:
It was reported to philips that the device fails auto-test. There was no patient involvement. The field service engineer (fse) found the battery not being charged properly. The fse found through investigation the ac power cable was internally damaged. The device needs an ac power cable. Upon conclusion of the evaluation, it was determined that the ac power cable requires replacement. It was replaced along with its associated labels. The device passed testing and was put back into service.